Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The surgeon was trying out a new technique and made a 2.4 mm initial incision. The incision was not big enough and the haptic was damaged during insertion into the eye. The incision was enlarged to remove the lens and another same model and size lens was implanted. No suture was needed. No product malfunction. Cause of this event was due to surgeon's technique.

Manufacturer narrative:
(B)(4). No product allegation against the product. (B)(4).